Manufacturer narrative:
The unit was traded in for a cardiosave unit. The unit, system 98-s/n (B)(4) was approved to be scrapped. Internal file: (B)(4).

Event description:
Th customer reported that while the iabp was in use on a patient, they received "maintenance code #3 (shuttle transducer offset failure) message and "autofill failure" alarm during the transportation of a patient. Cycled power on the iabp and unit was okay. Patient was switched to another iabp at the receiving hospital and therapy was continued. No patient injury was reported.